Event description:
The customer would like the run data files investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. The pt's age, gender and identifier is not known at this time. The disposable will not be returned for eval. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. Signals in the rdf indicate that the platelet collection started shortly after the platelet valve opened at 13 mins. The detector signal was scattered and unstable throughout the run corresponding to the multiple access issues. Analysis of the rdf indicate that it is possible that the numerous access pressure alerts could have disrupted the steady-state of the system and could have contributed to the higher than expected wbc count. Based on the available data, it cannot be ruled out that this leukoreduction failure could be donor related. Investigation eval and corrective actions are in-process. A f/u report will be provided.